Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this the reported difficult removal from anatomy. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult removal from anatomy appears to be related to procedural conditions (clip caught in chords during advancement). The reported tissue injury and mitral regurgitation appear to be cascading events of the difficult removal from anatomy. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 mixed mitral regurgitation (mr), enlarged atrium and with two medial clips for a mitraclip procedure. During the procedure, while advancing the mitraclip into the ventricle, leaflet rupture was observed and the clip entangled in the lateral chordae. Several attempts were required to freed the device from chordae. After successful release, a new lateral jet was observed. Clip was implanted and was attached to both the leaflets. Multiple attempts were made to reduce it but was unsuccessful. Per the physician, leaflet damage was due to mitraclip device. All steps were performed as per IFU during the preparation and procedure. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.